Event description:
The customer reported that erroneous or imprecise cardiac troponin (accutni) or creatine kinase-mb isoenzyme (ck-mb) results were generated on the unicel dxc 600i synchron access clinical system for nine patients over two days. This report is three of nine and represents the erroneous initial accutni result generated for one patient on (B)(6) 2011. Multiple repeat testing of the patient sample on the same and different instrument produced lower results, within the normal reference range of the assay, that were considered valid. The initial accutni erroneous result was released from the laboratory. Modification to patient treatment occurred as a result of the erroneous accutni result. The specifics and the extent of modification to patient treatment are unknown. The sample was drawn in a 2ml or 4ml heparinized plasma gel tube and was centrifuged prior to testing. The sample appeared normal in appearance with no visible abnormalities. Instrument accutni quality control results recovered within customer established specification during the timeframe of this event. A system check performed on the day of the event met customer established specifications. No patient specific information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011. The field service engineer (fse) completed preventive maintenance activities and performed a high sensitivity system check which generated results within established instrument specifications. The fse also performed an accutni low level quality control precision run which yielded a 3% coefficient of variation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-03087; 2122870-2011-03088; 2122870-2011-03089; 2122870-2011-03090; 2122870-2011-03091; 2122870-2011-03092; 2122870-2011-03149; 2122870-2011-03151; 2122870-2011-03152.